Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: a4 patient weight changed from "kgs" to "lbs" analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period 02-dec-2019 to 02-nov-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13/22) the device was returned to the factory for evaluation on 11/23/2021. An investigation was initiated on (B)(6) 2021. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base to the jaw and detached at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be whitish in color and pieces of the gray silicone insulation was observed to be detached from the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact, no visual defects were overserved. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. The device self-activated as soon as power was turned on to the device. The device was able to be turned off by maneuvering the blue toggle. A tone was audible from the power supply upon activation. An engineers evaluation was conducted. Based on the returned condition of the device, the reported failures "smoking" and "overheating of device" was confirmed as well as for the analyzed failures "material twisted/bent wire", "thermal decomposition of device or device component", and "self-activation or keying".

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Tw (B)(4). Updated sections- d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 started to smoke a lot and became extremely hot after one activation. They used another kit to finish the case and no patient harm was reported.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.